Event description:
The patient reported pain at the incision site and requested an explant procedure. Although the implanting clinician confirmed the pain is normal post-operative procedural pain, the patient insisted on an explant procedure. An explant procedure was performed on (B)(6) 2025 and no further issues have been reported.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. The implanting clinician confirmed the pain experienced by the patient is normal post-operative pain. The stimulator is used to treat pain. The as analyzed code was selected as no problem found as the patient experienced normal post-procedural pain (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.